Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device displayed "offset self-check failure-1174" and "airway pressure sensing failure - 1052" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transducer on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.